Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer's blood glucose (bg) was greater than 600 mg/dl. Customer delivered a bolus to address elevated bg. Customer changed supplies with help of physician to address occlusion alarms.